Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 12.5 years ago. Aneurysm morphology from the time of implant is unknown. It was reported that the patient presented with complaints of back pain. Imaging showed that the stent graft had migrated and collapsed into the aneurysm sac with a proximal type I endoleak present. Imaging also revealed disease progression with neck dilatation and a 10 cm diameter aneurysm. The physician surgically explanted the bifurcated stent graft and the aortic cuffs and left the iliac limbs in the patient. It was also noted that the patient had not been coming in routinely for follow-up visits. The physician believes that disease progression was the cause of the migration. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent graft migration, endoleak). Patient's condition affected effectiveness of device (aortic neck dilatation and disease progression). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (aortic neck dilatation and disease progression).

Event description:
The returned devices analysis has been completed. The device was explanted during surgical conversion due to stent graft migration and a proximal type I endoleak, caused by disease progression. Details of the patient's anatomy during implant of the 24 mm aneurx bifurcate system, as well as during follow-up, were not provided. Eight months post-implant, the patient was treated with a 26 mm aortic cuff, and 15 months later was treated with a 28 mm aortic cuff and iliac limb extensions. The reasons for these secondary procedures were not provided. It was recently reported that the patient presented with back pain, and imaging confirmed that the stent graft had migrated into the aneurysm sac, which was now 10 cm in diameter, and there was a proximal type I endoleak. The cause of the migration was reported as due to disease progression; neck dilatation. The decision was made to explant the stent graft during open repair. During the explant, both aortic cuffs and the main body of the bifurcate were explanted, and the limbs were left in the patient. No device issues were noted during the repair; the patient was successfully converted. From the examination of the returned devices and clinical information provided, the cause of the stent graft migration could not be determined. Both aortic cuffs and the proximal 2 stent ring section of the bifurcate aortic body were returned. The bifurcate was returned detached from the 2 aortic cuffs; the cuffs were returned essentially straight, with the 28mm cuff overlapping 1-ring proximal to the 26mm cuff. A single stent fracture was seen on the proximal end of the 28mm cuff; the cause of the fracture could not be determined. No other device integrity issues were seen on any of the other devices. Since both limbs and the majority of the bifurcate were not returned for evaluation, this limited the extent of the examination. It appears that the stent graft migration and resulting proximal type I endoleak were caused by disease progression.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.